Event description:
It was reported that, "dr revised a hip for the cup being vertical and loose."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was discarded by the hospital and was not returned to the MFR. The catalog number and lot code for the reported device was not provided either. Additional info pertaining to the device referenced in this report (including x-ray and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.